Manufacturer narrative:
Based on the information provided, at this time, no conclusion can be made as to the degree to which the xenmatrix ab graft may have caused or contributed to the post surgical seroma. Seroma formation is a known inherent risk with the use of any prosthesis, and is identified in the adverse reaction section of the IFU as a potential complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device remains implanted.

Event description:
The following was reported and is associated with clinical study (B)(4): (B)(6) 2016 - the patient was implanted with a bard xenmatrix ab. (B)(6) 2017 - the patient seen for a follow up visit. During this visit, a previously performed CT scan was reviewed and showed a superficial lower left abdominal seroma. The patient was scheduled for an open incision and drainage. The seroma is assessed as mild severity, grade iii, possibly related to the device and definitely related to the procedure.